Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 680r30 heart ring, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead was found to have high thresholds, which caused the implantable pulse generator (ipg) to have premature battery depletion. This lead was deactivated and moved to the atrial port if needed in the future. A new lead was implanted in the left bundle branch (lbb) and a new ipg was also implanted. No patient complications have been reported as a result of this event.